Manufacturer narrative:
The product was evaluated for the problem reported by customer. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.

Event description:
The customer contacted ameda on (B)(6) 2014 via phone call. The customer complained that her purely yours pump had low suction and that she had mastitis. The customer sought medical treatment and started taking cephalexin. Her fever resolved with rest in 24 hours.